Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, hyperlipidemia, atrial fibrillation, heart failure, and prior stroke. Complications reported included device embolization, patient device interaction problem (residual shunt), atrial fibrillation, surgical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: routine application of three-dimensional transesophageal echocardiography-based device selection for transcatheter closure of atrial septal defect without balloon sizing. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "routine application of three-dimensional transesophageal echocardiography-based device selection for transcatheter closure of atrial septal defect without balloon sizing", was reviewed. This research article is a prospective multicenter experience to evaluate outcomes and insights from routine application of a device selection strategy based on 3d transesophageal echocardiography (tee) in patients undergoing atrial septal defect (asd) closure. The devices included in the study were amplatzer septal occluder, cocoon septal occluder, and figulla flex ii asd occluder. The article concluded that preprocedural determination of device size based on 3d tee provides a safe and useful framework in routine clinical practice. [The primary and corresponding author was jong-min song, division of cardiology, department of internal medicine, asan medical center, university of ulsan college of medicine, seoul, korea, with corresponding e-mail: jmsong@amc.seoul.kr.]. This study included patients with secundum asd who underwent percutaneous device closure from 01 september 2016 to 31 may 2024. A total of 748 patients were included in the study, of which 66.2% (495) received an abbott device. The average age was 47 years. The majority gender was female. Comorbidities included diabetes, hypertension, hyperlipidemia, atrial fibrillation, heart failure, and prior stroke.